Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, the patient presented at the hospital due to syncope episodes the prior day. Upon arrival, the patient was experiencing bradycardia. The device was unable to be interrogated. External stimulation was used and then was removed due to patient/family wishes resulting in the passing of the patient. The device was explanted post-mortem and was unable to be interrogated.